Event description:
Complainant alleged that while attempting to treat an infant patient (age & gender unknown), the device stopped ventilating and displayed a "compressor failure -1001" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification, this device was manufactured before the UDI requirements. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative went onsite to evaluate the customer's report. The customer's report was observed during review of the device data logs. Onsite testing by the zoll representative did not yield a functional failure to the device. However, without receipt of the device, a complete evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.